Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A clinical review has been conducted and this review has found no indication of any product clinical performance issues. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc freestyle libre sensor and was therefore unable to monitor glucose. The customer felt faint, nervous, subsequently lost consciousness, and paramedics were called. Customer was treated with intravenous glucose and refused to be taken to the hospital. There was no report of death or permanent injury associated with this event.